Event description:
On 12/16/2023, infutronix received a report that a pump had a system error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned for evaluation

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on 1/4/2024 and tested. The results are below: the event log was reviewed and there are several lines that indicate a system error took place. The sub code for the system error is 44 which indicates motor open, motor delay issue. The reported issue is confirmed. The pump does not meet passing criteria.